Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload had a full staple complement. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. Connected the reload to the adapter. Then the surgeon checked the greens buttons were illuminated. Tried to insert the device through the 12mm trocar, however, could not close the jaws and could not insert the device into the trocar. Replaced by a new reload, the insertion and firing were completed with no problem. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.